Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer was contacted via phone call in regards to an upgrade. The customer then noted that the pump had motor error alarm, damage, low battery lasting less than a week, and no delivery alarm. The blood glucose at the time of the incident was unknown. The customer noted she has frequent battery changes that lead to power down and loss of power. She states there are cracks that allow moisture, which can cause a motor failure. Finally there are unexplained no delivery alarms. Troubleshooting was not able to resolve the issue, because the customer declined. The device will be returned for analysis.